Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient suffered from ischemic ventricular tachycardia (vt) with a large substrate area in the left ventricle. Radiofrequency energy was used to deliver 39 lesions to isolate the substrate and address abnormal ventricular signals. Due to the fact that an exit of a slow vt was close to previously marked structures of the conduction system (purkinje, bundle of his), it was noted there was a risk for causing damage when ablating. The bundle of his signal was not seen prior to starting the 34th lesion and during the delivery of the lesion, an atrioventricular (av) 3rd degree block was observed. A temporary pacemaker was used to treat the bradycardia. The ablation procedure was completed. The patient was planned for a secondary prophylactic implantation of a 1 chamber implantable cardioverter-defibrillator (ICD). Due to the av-block, the patient will have 2 chamber ICD implanted. The physician stated clearly that the injury was not caused by a failure of any medtronic devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The following notifications were triggered: notifications date device type message (B)(6) 2025 11:05:04.378 warning magnetic tracking initializing (B)(6) 2025 11:05:14.156 warning location reference not calibrated (B)(6) 2025 11:09:35.618 rfg critical pump stopped: bubble detected (B)(6) 2025 11:09:49.918 rfg critical pump purge active (B)(6) 2025 11:10:04.818 rfg critical pump stopped (B)(6) 2025 11:40:23.040 ciu information abl catheter loading (B)(6) 2025 11:44:30.818 rfg critical pump purge active (B)(6) 2025 11:44:47.718 rfg critical catheter prep. Sequence running (B)(6) 2025 12:10:01.582 information workstation low disk space (B)(6) 2025 12:44:16.922 rfg warning return 1 current balancing fault (B)(6) 2025 13:24:40.456 critical no anterior patch detected (B)(6) 2025 13:38:34.318 rfg critical return 3 contact quality poor (B)(6) 2025 13:38:34.327 rfg warning return 3 cqm impedance 40% increase (B)(6) 2025 13:38:34.656 critical location reference moved (B)(6) 2025 13:38:37.718 rfg warning return 1 cqm impedance 40% increase (B)(6) 2025 13:38:40.618 rfg warning return 2 cqm impedance 40% increase (B)(6) 2025 13:38:44.318 rfg warning return 4 cqm impedance 40% increase (B)(6) 2025 13:43:38.918 rfg critical pump stopped (B)(6) 2025 13:43:40.921 rfg critical pump housing open (B)(6) 2025 13:47:25.756 critical no anterior patch detected (B)(6) 2025 13:49:46.155 critical data save fault (B)(6) 2025 13:49:47.240 critical pacing communications failure (B)(6) 2025 13:50:19.692 warning video not saved (B)(6) 2025 13:50:56.378 ciu warning magnetic tracking initializing in conclusion, the heart block is a clinical issue and cannot be confirmed through data analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.